Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 408 mg/dl and treated with manual injection. Customer has been using insulin pump system within 48 hours of reported. Customer states auto mode was not active and later back to auto mode. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The customer declined to troubleshoot further. The insulin pump will not be returned for analysis.